Manufacturer narrative:
Philips further investigated this complaint. According to additional information received, it was confirmed that the c-arm rotated inadvertently due to a staff member leaning over the geometry controller and activating the joystick. The emergency stop button was pressed once the staff member realized the c-arm detector made contact with the patient's head. The patient was removed from the table and sent for a CT scan. Philips has made good faith efforts to obtain further information on the results of the CT scan and patient¿s condition; however, the customer has not provided the requested information to date. The field service engineer (fse) went onsite, tested the system and confirmed that the bodyguards were working as specified. Additionally, log analysis confirmed that the user was notified via user guidance message of "warning: detector bodyguard active," and "detector bodyguard override". It was confirmed that the system was working as specified and that there was no system malfunction. Based on the available information the investigation concludes that the issue was caused by user error. Additionally, according to the instructions for use (IFU) - 4522 203 17232, chapter 3.6.6 bodyguard and collision switch protection - the philips system is equipped with the bodyguard object sensing system to avoid serious collisions with the patient. The bodyguard is not manually switched on or off, but senses distance and controls the speed of the movement. The system will protect the patient by slowing down movement speeds when an object is detected within a certain safety distance and one of the following messages will be displayed: "warning: detector bodyguard active," or "detector bodyguard override". The detection system does not prevent all collisions, but due to the reduced movement speeds these collisions will not cause a serious injury. At the time this complaint was received, philips did not have enough information, therefore this complaint was reported. After investigation, philips has confirmed that the system did not malfunction, and that no serious injury occurred. The codes were updated based on the investigation outcome. (Device) problem code was corrected.

Event description:
It was reported to philips that the bodyguard sensor did not appear to be working while setting up for a pacemaker procedure and the detector contacted the head of the patient. The customer reported that the patient sustained bruising on the head and was sent for a CT scan. At the time of this report, the results of the CT scan, whether further treatment or intervention was required, and the current status of the patient have not been disclosed to philips. A philips field service engineer inspected the device onsite and was able to confirm that the bodyguard sensors were working as per specification. The stand engaged driving the detector in towards the patient when the technician inadvertently pressed the geometry controller outside of the field of detection of the bodyguard sensors. Philips has started an investigation of this case. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has completed its investigation of this complaint. According to additional information received, it was confirmed that the c-arm rotated inadvertently due to a staff member leaning over the geometry controller and activating the joystick. The emergency stop button was pressed once the staff member realized the c-arm detector made contact with the patient's head. The patient was removed from the table and sent for a CT scan. Philips has made good faith efforts to obtain further information on the results of the CT scan and patient¿s condition; however, the customer has not provided the requested information to date. The field service engineer (fse) went onsite, tested the system and confirmed that the bodyguard and sensors were working as specified. Additionally, log analysis confirmed the following user messages were displayed by the system to the user, "warning: detector bodyguard active," and "detector bodyguard override". It was confirmed that there was no system malfunction. Based on the available information the investigation concludes that the issue was caused by user error. Additionally, according to the instructions for use (IFU) - 4522 203 17432, chapter 3.6.6 bodyguard and collision switch protection - the philips system is equipped with the bodyguard object sensing system to avoid serious collisions with the patient. The bodyguard is not manually switched on or off, but senses distance and controls the speed of the movement. The system is intended to protect the patient by slowing down movement speeds when an object is detected within a certain safety distance and one of the following messages will be displayed: "warning: detector bodyguard active," or "detector bodyguard override". The detection system does not prevent all collisions, but the reduced movement speed can help prevent serious injuries due to a collision. A review of the labelling was completed, and it was found to be adequate, as the included warnings and cautions sufficiently address the identified risks. Philips will assess the need for IFU enhancements and implement corrective actions if required. At the time this complaint was received, philips did not have sufficient information; therefore, the complaint was conservatively reported out of an abundance of caution. Following the investigation, philips confirmed that the system did not malfunction. The reported bruising does not constitute a serious injury, and no further information was provided to conclude that a serious injury occurred. Based on the investigation results, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome. (Device) problem code was corrected.